Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? -yes, positive leak test. Was the staple line visualized endoscopically during the initial surgical procedure? -yes. How many days postoperative did the leak occur? -intraop, during leak test. How was the leak identified? -intraop leak test. What was observed at the site of the leak upon reoperation? -bubbles. How was the leak addressed? -oversew. Were there any issues experienced with the device in the initial surgical procedure? -no device issues reported. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. -the complaint was an intraop observation not a re-operation. What were the indications for surgery? -unknown. What surgical procedure was performed? -low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? -unknown. What healthcare professional fired the device and what is his/her experience with the device? -general surgeon, experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? -middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -yes. Were there any issues with device use/firing? -no. What confirmation was received that the device completed the firing sequence? -yes. Was the green checkmark visible at the end of the firing? -yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? -2 360 turns. Was there any difficulty removing the device? -unknown but not reported. Was a complete transection of the white breakaway washer visually confirmed? -yes. Were the donuts inspected? If so, please describe. -yes, distal and proximal intact. Were there any issues noted with staple formation? If so, please describe the shape and location. -yes- please refer to description and photo.

Event description:
It was reported that during a laparoscopic low anterior resection, there was an unformed staple detected in the anastomosis. After the successful firing of the cdh29p the donuts were inspected and had complete rings. During the flexible scope they observed a malformed staple and leak test was positive for bubbles. The surgeon sutured the area and achieved a negative leak test. The patient had a diverting ileostomy, which was already a consideration because of the low rectal anastomosis. Distal firing was performed with an echelon 3000 with one blue reload firing to transect. Surgeon said they performed a visual inspection of the rectal stump and a negative leak test prior to introducing the circular stapler. The spike of the circular staple came through just above the distal staple line. The surgery was delayed 10 minutes. Oversew staple line, the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Photo/video images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: 1. Did the "diverting ileostomy" was part of the original plan if needed for this patient? It¿s always a consideration for the surgeon depending on how low the anastamosis is, tissue factors and if leak test is positive. All of these factors contribute to the surgeons threshold for diverting. In this case the positive leak test in combination with a very low anastomosis steered him to perform a diverting ileostomy. 2. Was there a change in the procedure? If yes, please explain. No change in procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.